Event description:
The lead was removed first without incident. The next lead attempted was the abandoned rv lead which was a passive fixation lead that was implanted in 2002. The md was using the 16f sls catheter advancing past the bend into the svc when there was a sudden drop in the patient's blood pressure from around 130 systolic to 50 systolic. The md immediately stopped lasing, as well as traction/countertraction on the lead to see if the pressure would improve which it did not. The CT surgeon was immediately notified, a code called and CPR initiated. The first invasive measure taken was obtaining a tee with no obvious bleeding. The decision was made to perform a pericardiocentesis to ensure that the patient was not experiencing cardiac tamponade. No blood was pulled from the pericardiocentesis. At this point, the patient's blood pressure stabilized due to medications given by anesthesia. The pt was taken from the room to radiology to obtain radiographic images (CT) of the chest. The radiologist did not see evidence of pneumothorax or hemothorax. The patient was transferred to the ICU where he was reported as "stable" on (B)(6)2010.

Manufacturer narrative:
No devices were retained for return analysis, as they were disposed off immediately after use. An internal lhr review of the 3 lots delivered to the hospital, closest to the procedure date (500-013/(B)(4)) were found to have no abnormalities or non-conformances found.